Event description:
It was reported that the ventilator's volume control (vc) mode did not perform patient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the field service engineer, the touch screen was replaced and adjusted. After replacement the ventilator passed preliminary check. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.